Manufacturer narrative:
The device was not returned for eval. The device MFR has been provided with no info regarding the device procedure, indications, removal, or treatment. Attempts to gain further info regarding this event from the pt's physician were unsuccessful. Cause of retention and hematuria is unk.

Event description:
While soliciting product performance feedback from the pt, the device MFR learned the stent was removed in the emergency room due to urinary occlusion nine hours after placement. The pt passed a trial void after device placement but was unable to urinate thereafter. The cause of the occlusion was not identified. Method of device removal and treatment is unk. Pt experienced hematuria for 3 days following removal. Indication for use and device lot number are unk.